Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was slightly separated from the jaw exposing metal. Additionally, the distal end of the device was inspected under a microscope and found a crack on the probe. The teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissue. Otherwise, various forms of damage in the probe tip and/ or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/ or falling inside the body cavity, and/ or partial separating may occur." Please cross reference MFR numbers; 2951238-2015-00517 and 2951238-2015-00518.

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the teflon pad was damaged. There was no patient injury reported. No further information was provided. This is one of three reports.